Manufacturer narrative:
There is no adverse event associated with this complaint. The cartridge was returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that insulin had leaked in the cartridge chamber. There is no evidence however that the alleged issues contributed to a serious injury. The pt did not allege any harm or injury because of the reported issue.

Event description:
On (B)(6) 2011, the pt contacted animas alleging that when she removed the cartridge from the pump, she discovered that insulin had leaked in the cartridge chamber. The pt denied seeing any cracks in the cartridge. She was unable to determine where the insulin was leaking at. The pt stated that the connection was secure between the cartridge and set. The pt was reportedly attaching the cartridge to the set correctly. No issues were observed with the rewind, load, and prime steps.